Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, vomiting, and cognitive changes. The patient was treated with IV (intravenous) fluids, an insulin drip and benadryl. The pod was removed at the hospital, and it was discovered the pink slide insert did not move into the viewing window, which indicates a failure of the needle to deploy as intended during activation. The patient was discharged after 2 days.